Event description:
On (B)(6) 2011, olympus biotech (B)(4) learned of an adverse event in the literature (o'heireamhoin et al, 'the use of bone morphogenetic protein 7 in fracture non unions', published in orthopaedic surgery, 2011, vol 3, no. 1, p 40-44). In the paper the authors describe a '(B)(6) female pt with a subtrochanteric femoral fracture that was initially treated with a dynamic condular screw (dcs) on an unk date. Eight months later, a revision surgery was performed, at which time the pt received a second dcs that was augmented with the addition of bmp-7. Seven months following the revision surgery, the pt reported suffered 'loss of position' and underwent a third procedure at which time she received a proximal femoral nail and bmp-7. The pt was reported to have gone on to achieve a 'good clinical result' with radiological evidence of union. Add'l info will be requested from the corresponding author.